Manufacturer narrative:
Event date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported that a ventilator touchscreen was faulty. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The customer reported that a ventilator touchscreen was faulty during the testing phase. The device was evaluated by the customer and a philips remote service engineer (rse). The reported problem was confirmed. It was reported that the hospital has decided not to repair the device. No other anomalies were reported.